Event description:
I had lasik surgery nine years ago performed by a dr. At first it was great, I could see 20/20 if not better. However, I never felt comfortable driving at night because as a result of the surgery, I had difficulties with white signs appearing very blurry, as well as the halos and so forth. After three years, I required glasses to drive. My prescription has continued to increase, requiring me to where glasses all the time. In addition, I do not drive at night, even with the glasses, unless extremely necessary. I can not see at night - it's terrible-.